Event description:
Per loqi registry communication: a 32-year-old male with cardiomyopathy was escalated to an impella 5.5 for mechanical circulatory support. The patient had to go back to the or for a washout of right axillary wound and peripheral nerve decompression due to the position of impella 5.5 causing neuropraxia to the patient's right arm. Per documentation, the patient had a neurology consultation where they recommended a CT of head and neck. CT results no hematoma or injury to c5-6 nerve root. Patient went to or for exploration of wound and no hematoma or nerve compression was found during this procedure. Impella 5.5 was still repositioned during this time, but notes washout was "uneventful."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, peripheral nerve injury, and positioning issues has been completed. The impella device was not returned for evaluation. The most likely cause of the positioning issues was use related based on the clinical details regarding that the impella was placed in an improper position. The root cause of the vascular damage - peripheral vessels and peripheral nerve injury cannot be determined as insufficient clinical details were provided. The following have been reported incorrectly or missing from manufacturer device report. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. H6 codes 1942 and 3038 were reported incorrectly. New codes were added to health effect - clinical code, health effect - impact code, and component code.